Event description:
(B)(4) software is placing imaging in the wrong pt chart.

Manufacturer narrative:
The customer is using (B)(4). (B)(4) is not compatible with softdent v14.1 or the gendex gxs 700 sensors. On (B)(4) 2009, gendex dental systems conducted a voluntary recall of the (B)(4), stating issues with the practice management software as it interfaces with softdent management system relating to pt data mix ups. This recall was FDA terminated on (B)(4) 2011. The correction to this recall was to update the (B)(4). Our distributor (B)(4) was notified on two occasions and acknowledged both times of this recall. (B)(4) sent a recall notification to (B)(6) on (B)(6) 2010 with instructions on how to correct the issue with an upgrade to (B)(4). If assistance was needed, the customer was directed to call gendex technical support at (B)(4). The customer's software was upgraded to version 2.0 on (B)(4) 2012. Technical support is currently working with this customer to correct the issue. There was no pt or user injury associated with this event.